Event description:
On (B)(6) 2010, pt reported a blank screen on his infusion device. Pt stated he put it in his pocket, when the infusion device started beeping, he removed the device to look at it and the screen was blank. Pt reported the infusion device continues to beep with no display. Pt stated he installed new batteries recently. Advised pt to insert new alkaline batteries. Pt reported the infusion device started up with beeping, but no display screen. Pt stated the battery cover is over the recommended amount of time; pt changed to a new battery cover. Pt reported the infusion device continues to beep and show no display. Pt will switch to his backup infusion device. On (B)(6) 2010, pt called to check on replacement infusion device; verified able to send replacement infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.